Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Tandem technical support educated customer against overfilling the cartridge and guided them through the proper loading process with a new cartridge to resolve the issue. Customer¿s blood glucose level was 78 mg/dl.